Event description:
Complainant alleged that while attempting to treat a pt, the device displayed "check pads" and "defib pad short" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.